Event description:
This is a spontaneous case report received from a female consumer of unspecified age consumer via regulatory authority (case# (B)(4)) in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. According to the consumer in 2010 she started having symptoms that included daily fatigue, a severe menstrual cramping, vomiting, hip pain, leg pain, joint pain on a daily bases. Vomiting was a few times a month during her cycle. Pain would be severe to point of not being able to continue regular daily activities. She could no longer run, exercise, or practice yoga. When she sneezed or coughed, the internal pain in her lower abdomen was excruciating. On an unspecified date, blood test was done and showed that she become anemic causing her to be cold, shaky and easily bruised. On (B)(6) 2014, she had laparoscopic assisted vaginal hysterectomy to remove uterus and fallopian tubes to ensure that coils were removed and there would be no future problems. She also had chronic inflammation of the uterus and fallopian tubes and liver adhesions, as well. Two days post operation, her leg, hip and joint pain were already gone and she was no longer fatigued. Even though, she was in pain from the surgery. She stated that she already felt 10 times better than before her surgery. An injury (serious important medical events) was mentioned but not specified and /or assigned to one of the events. Ptc investigation result was received on 28-oct-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number us (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced fatigue, leg pain and joint pain on a daily basis/hip pain. She was submitted to hysterectomy and salpingectomy and recovered from these events. She also reported chronic inflammation of the uterus and fallopian tubes. All above mention events were considered serious due to medical importance and are unlisted according to essure's reference safety information; except for leg pain and chronic inflammation of the fallopian tubes which are listed. Although essure has a local action at fallopian tubes, considering the positive temporal relationship and dechallenge; the events fatigue, leg pain and joint pain on a daily basis/hip pain were considered as related to the suspect insert. The same causality assessment is given for chronic inflammation of the uterus and fallopian tubes since a contributory role of essure in its occurrence cannot be excluded. This case was regarded as incident due to the reported surgical intervention for essure removal. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. A product technical analysis (with lot number) and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 26-jan-2015. The required number of follow-up attempts has been completed, with no response to date. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced fatigue, leg pain and joint pain on a daily basis/hip pain. She was submitted to hysterectomy and salpingectomy and recovered from these events. She also reported chronic inflammation of the uterus and fallopian tubes. All above mention events were considered serious due to medical importance and are unlisted according to essure's reference safety information; except for leg pain and chronic inflammation of the fallopian tubes which are listed. Although essure has a local action at fallopian tubes, considering the positive temporal relationship and dechallenge; the events fatigue, leg pain and joint pain on a daily basis/hip pain were considered as related to the suspect insert. The same causality assessment is given for chronic inflammation of the uterus and fallopian tubes since a contributory role of essure in its occurrence cannot be excluded. This case was regarded as incident due to the reported surgical intervention for essure removal. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information could not be obtained.